Manufacturer narrative:
Date received by manufacturing correction: the date received by manufacturer field has been updated to reflect the corrected date of 05/31/2017.

Manufacturer narrative:
Date received by manufacturing correction: the date received by manufacturer field has been updated to reflect the corrected date of date received by manufacturing correction: the date received by manufacturer field has been updated to reflect the corrected date of 11/07/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: after evaluating the images provided by the customer, it is possible identify scale missing, confirming the defect. According the evaluation of the batch records no records of occurrences potentially related to defect are observed. The potential cause to the problem is a fail at the syringe rejection station at syringe marking machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Samples have been received after the no sample/photo evaluation was concluded. Upon completion of the investigation, a supplemental report will be filed. Investigation conclusion after evaluating the images provided by the customer, it is possible identify scale missing, confirming the defect. According the evaluation of the batch records no records of occurrences potentially related to defect are observed. The potential cause to the problem is a fail at the syringe rejection station at syringe marking machine. Root cause description after the analysis of the images provided by the customer it is possible to identify scale missing. During the batch production there were no records of occurrences potentially related to defect are observed. Based on this evaluation the potential cause for the problem is a fail at rejection station at syringe marking machine DHR- there are no occurences/ quality notifications in this batch.

Event description:
It was reported that a bd plastipak¿ syringe was found before use with ¿no scale marking. There was no report of injury or medical intervention needed.